Event description:
It was reported that the procedure was to treat a proximal right coronary artery (rca). Pre-dilatation was performed with an unknown balloon catheter. A 3.5 x 33 mm xience prime was implanted at 12 atmospheres (atm) then a 3.5 x 18 mm xience prime was implanted at 12 atm. A third non-abbott stent was implanted at 14 atm. Post-dilatation was performed with a 3.5 mm unknown balloon catheter, inflated to 14 atmospheres. Intravascular ultrasound (ivus) was performed, confirming good expansion of all three stents. On the same day the patient returned to the cath lab with chest pain and under angiography, thrombosis was confirmed distal to the implanted xience prime stents. An unknown drug eluting stent was implanted in the mid rca no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.